Event description:
Serious injury involving one person. The incident occurred in a foreign country and was reported to ciba vision in a foreign country. There are little to no details of the occurence or the patient. The patient was diagnosed with a corneal ulcer in the right and left eye. The patient was hospitalized in a foreign country. Treatment and prognosis are unknown.